Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon evaluation, the monitor failed a pulse test. The cause of this was that the capacitor shorted which caused an open circuit and damaged the components. The root cause of the shorted capacitor cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that the monitor was unable to complete incoming functional testing.